Event description:
It was reported that this patient has had a history of untreated episodes due to t-wave oversensing with some noisy signals noted on prior episodes. The patient recently received a single isolated inappropriate shock due to t-wave oversensing with some non-physiological noise. Imaging was performed at this time and it was noted that the patient had sternal wires that were touching the proximal electrode. No adverse events were reported at this time. It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were part of a system explant due to a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has had a history of untreated episodes due to t-wave oversensing with some noisy signals noted on prior episodes. The patient recently received a single isolated inappropriate shock due to t-wave oversensing with some non-physiological noise. Imaging was performed at this time and it was noted that the patient had sternal wires that were touching the proximal electrode. No adverse events were reported at this time.